Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the distal portion of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 8042b crtp, implanted on (B)(6) 2007 and 506852 lead, implanted (B)(6) 1997. (B)(4).

Event description:
The left ventricular (lv) lead was returned to the manufacturer after being explanted and replaced. The lead was analyzed and subsequently tested out of specification. Communication with the clinic for the reason for removal was attempted but no additional information could be obtained. No patient complications have been reported as a result of this event.